Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had experienced battery rejections from the pump, the buttons had become non-responsive, and there had been instances of random non-delivery of insulin. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-396a, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the battery failed alarm and keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1880l, mmt-396a, and mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully downloaded using the thump software. The adapt tool was utilized to search for any keypad, battery, or delivery-related alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The baat tool was utilized to search for any failed battery test alarms, and no relevant failed battery test alarms were noted. Unit passed the sleep current measurement and active current measurement test. No unexpected power loss or delivery anomalies were noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s allegations of a keypad anomaly, failed battery test, and no delivery alarm were not confirmed due to the unit being tested successfully. No relevant alarms were noted in the download history review, and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.